Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support to reset the pump and confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue occurs again.